Event description:
It was reported that during an unspecified surgical procedure the rigidfix fem 3.3mm s/t xpin device anchor was broken off. All broken parts were removed. Another like device was used to complete the procedure. There were no reports of delay in the procedure reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The hole kit was returned. The trocar and 2 sheaths are in good condition, no structural anomalies were found. Upon reviewing the 2 transparent cross pins, it was found that they are bent and one has a crack in the middle. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the rigidfix fem 3.3mm s/t xpin would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the bent cross pins is traced to thermal degradation of the polymers due to an exposure to higher temperatures than the recommended while in stock. As per IFU store in a cool dry area. The potential cause for the cracked cross pin is traced to procedural variables, such handling of the device or product interaction during procedure; bending force may was applied to the transparent cross pin, therefore the cross pin was cracked, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The hole kit was returned. The trocar and 2 sheaths are in good condition, no structural anomalies were found. Upon reviewing the 2 transparent cross pins, it was found that they are bent and one has a crack in the middle. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the rigidfix fem 3.3mm s/t xpin would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the bent cross pins is traced to thermal degradation of the polymers due to an exposure to higher temperatures than the recommended while in stock. As per IFU, store in a cool dry area. The potential cause for the cracked cross pin is traced to procedural variables, such handling of the device or product interaction during procedure; bending force may was applied to the transparent cross pin, therefore the cross pin was cracked, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.